Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia and suspected the ilet was not working properly, noting rapid insulin reservoir depletion from approximately 140 units to a little over 50 units within several hours without observed leakage at the cartridge or infusion site. Symptoms included elevated blood glucose of 399 mg/dl. Outcomes included device performance concerns and the user¿s intent to discontinue use. Investigation included a review of available complaint information; further device data and alerts were not available. Investigation of this case revealed that the cause of the hyperglycemia and accelerated insulin use was not determined. It was concluded that the event involved hyperglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.